Manufacturer narrative:
Other relevant components include: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6)2012 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. No drug information was provided. It was reported the patient¿s pump was removed due to ¿the slippage¿ on the poorly designed catheters. No patient symptoms were reported. No further patient complications were reported.